Event description:
Philips received a complaint on the efficia dfm100 indicating that the device ¿accesses service mode independently during the monitoring of a patient.¿ the device was in use at the time of the event, however, there was reportedly no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the local philips customer support team provided a quote for diagnostic service; however, we are unable to confirm the final disposition of the device because the customer did not accept the quote and no work was performed.